Manufacturer narrative:
Investigation summary: one photo of a 31g x 8mm pen needle sample with teardrop label, shield and cover was returned from lot. No. 8204697, cat. No. 325105. Visual examination of the returned photo was carried out and a bent patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photo returned and the fact no sample was received for investigation this cannot be confirmed as manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a pn 31x8 100 pk was missing the needle or they were not tight.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pn 31x8 100 pk was missing the needle or they were not tight.